Event description:
It was reported while unloading a patient from the ambulance, the stretcher allegedly tipped to the patient's right side while the rear wheels were being lowered. The patient reported hitting their right elbow on the ground and requested an abrasion be cleaned and wrapped; however, they refused evaluation at the hospital. There were no details provided on possible contributing factors to the incident; however, product malfunction was not alleged. The end user did report damage to the stretcher as a result of the incident and has requested service for repair of the damage.

Manufacturer narrative:
The stretcher was returned to the manufacturer for a visual and functional evaluation. The stretcher was cycle tested and was found to be operating as intended and there were no observations of anything that would have contributed to the stretcher tipping. There were observations of damage to the stretcher as a result of the reported incident. The stretcher was repaired and returned to the customer. No additional information was provided regarding the patient's alleged injury.

Event description:
It was reported while unloading a patient from the ambulance, the stretcher allegedly tipped to the patient's right side whlle the rear wheels were being lowered. The patient reported hitting their right elbow on the ground and requested an abrasion be cleaned and wrapped; however, they refused evaluation at the hospital. There were no details provided on possible contributing factors to the incident; however, product malfunction was not alleged. The end user did report damage to the stretcher as a result of the incident and has requested service for repair of the damage.